Event description:
It was reported that the pt underwent a catheter revision on (B)(6) 2001 and following the revision pt became very somnolent and was given either narcan or epinephrine. The pump dose was reduced by 50%. Pt was reported to be doing well. It was later reported that there was a lack of therapeutic effect and according to the surgeon the catheter was dislodged in the thoracic area of the back. During surgery, the surgeon noted a hard substance under the skin which he removed and sent for pathology. In this hard substance he stated, he found the anchor and dislodged catheter tip. He replaced the spinal segment in the approximate area of t3/4 and connected to the existing piece. Measurements were taken and confirmed with circulator of existing removed and new implanted lengths and verified with technical support for priming bolus info. Post surgery physician informed that the pt would spend a 23 hour stay and the pump was updated to minimum rate. The drugs infused included fentanyl 4,000ug, bupivicaine 40mg, clonidine 800ug. Pt was seen on (B)(6) 2011 for change in concentration of drug.

Manufacturer narrative:
(B)(4).